Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a patient with an implantable neurostimulator for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the system was explanted due to high impedances across all electrodes with occasional shocking in the patient's neck.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.